Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received a result of 196 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The test stirps are to be returned for evaluation. The advocate also insisted the meter be replaced. Replacement products were sent to the customer.